Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the diopter of the iol. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; iol returned in two pieces (cut) in the iol case. The iol is immersed in solution. The optic is torn/split (cut). Unable to conduct functional test (power and resolution) due to condition of returned sample. We are unable to confirm the reported complaint. The iol was cut in half through the center of the optic. Due to this damage, a functional test (iol bench) to check the power and resolution of the iol could not be conducted due to the condition of the returned sample. Based on the results from the product and batch history record, the iol met release criteria. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The target was emmetropia and the postoperative refraction was -1.25 diopters. The iol was exchanged. Additional information has been requested.